Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. Analysis of the device image showed bvvi was cause by a power-on reset (por). The device was at eri when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery was depleted prematurely. The cause of the por event was determined to be premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information available on july 18, 2017 states that, the device could not be interrogated and exhibited signs of premature battery depletion.

Event description:
It was reported that the an asymptomatic patient presented in clinic for a follow up with device in backup vvi mode. Upon interrogation, the device was found to be at eri. The device was explanted and replaced due to normal eri. The patient was stable.